Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that during a central catheter insertion, upon removal the guide wire was torn. The torn guide wire was visible through the transparent tube. The guide wire was able to be removed. Bleeding was an issue. The catheter was removed immediately.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that the guide wire unraveled was confirmed. The customer returned three pictures of the damaged components. The pictures were photos of the lidstock, the removed catheter and the removed guide wire. The lidstock confirmed the product and lot number. The catheter appeared typical but bloody and the guide wire was confirmed to be unraveled. No further evaluation could be made from the returned pictures. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that the use of excessive force during removal could damage or break the wire and cautions not to withdraw the guide wire against the needle bevel to minimize damaging the guide wire. A device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire and catheter resistance that resulted in an unraveled guide wire could not be determined based upon the information provided and without a sample. No further actions.